Event description:
The customer reported scope error e226 communication error. During inspection for use involving an olympus video system center. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: worn out light guide connector slider switch a root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause for reported malfunction was could not determine and additionally for worn out light guide connector slider switch was causing poor connection to light guide. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.